Event description:
It was reported that the catheter was inserted on (B)(6) 2009, for patient ('pt') in cardiogenic shock. Rn stated that "pump shut off at 7:30pm (est) and we can't get it to go back on." Rn stated "they also tried the second pump and it won't work either." Rn stated "they have gotten no alarms, pump just won't pump." The cardiac support specialist (css) verified that pump is plugged in, power is on. Css also verified with rn that there is an ECG pattern and arterial pressure (ap) waveform on the pump. Css had rn press the "on button." Rn said, "it won't do anything." Rn said that there was no alarm, but css could hear an alarm tone over the phone. Rn said screen displays purge failure. Css had rn check helium driveline tubing connections and she said all were secured. Css had rn check helium valve and make sure it was in the "on position." Css requested that rn also check the helium level by looking at helium bar graph (rn couldn't locate it) and by checking exact level under show status; level said "low." Css had rn attempt to re-attach the helium tank twice and still no helium registered on the bar graph. Alarm code 13, "low helium tank pressure" is present. Rn stated they had changed the helium tank when the pump initially stopped pumping. Css informed rn that both pumps appear to have empty helium tanks. Rn does not know where any other tanks would be, as they got a spare from the cath lab earlier. Css suggested rn try to contact someone from cath lab to see if there is any more helium readily available. Css and rn also had a discussion regarding the fact that catheter has now been immobile for approximately 3 hours (currently 10:20pm est) and the possibility of clot formation on the balloon. Rn will attempt to contact cath lab to see if any helium is available. At 10:25pm est, css contacted the sales representative. At 10:40pm est, css returned a call to rn. Rn said she is awaiting a call back from cath lab and md is calling the fellow for probable removal of the catheter. Css asked rn to get the second pump that they tried ((B)(4)). While pump was not connected to patient. Css repeated the same procedure - helium bar graph is black, helium level is "low." Check valve is in open position and attempted to reattach the helium tank to pump. Rn stated initially a small portion of bar graph went red, then black. Information received on 12/10/2009, stated css told rn both pumps should be sent to biomed for a check since both were apparently empty and may be missing the o-rings. Css also informed rn that more helium needs to be obtained asap. Additional information received on 12/14/09, from sales rep stated that the charge nurse in the cath lab came in on (B)(6) 2009, to provide more helium to the ccu but the iab was already removed from the patient. Charge nurse stated that when she had sent patient on the pump from cath lab, the psi recorded from the daily check was 400psi. She and another nurse look at their cath lab pumps and "took it all apart." She stated that the yolk was backwards and when they put it all back together and put another helium tank, pump read that helium was full. Iab was removed on (B)(6) 2009, and another iab was not inserted as the patient's vital signs were stable. On (B)(6) 2009, patient was doing fine. No complications noted at this time. On 12/21/09, field service technician stated that "after working with the customer, we were able to go in and perform preventative maintenance on both pumps 12/10/09.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.